Event description:
During a follow-up appointment, high impedance was observed following two interrogations. It was noted that at an appointment 6 months earlier the impedance was ok. The patient did not report having any recent falls from seizures. The physician reviewed x-rays and did not observe any obvious fractures. Surgery was performed where the generator was removed and tested on its own with a generator diagnostic test which showed the generator was functioning normally. The existing lead was then connected to the existing generator and high impedance was observed again. The surgeon then decided to have the patient return for a second surgery to replace the lead since the generator diagnostic test showed the generator was functioning normally. At the second surgery, the lead was replaced and the new lead was connected to the existing generator. High impedance was then seen between the new lead and existing generator. The surgeon attempted to clean the lead pin and reinsert it multiple times into the generator however the high impedance did not resolve. Its unclear if a new system diagnostic test was performed or if the generator was just interrogated and showing the high impedance results from the last test between with the previous lead. The existing generator was then replaced. The impedance between the new lead and new generator was found to be ok. The explanted lead and generator have not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the explanted lead and generator were discarded following the surgery. Therefore product analysis cannot be completed. Additionally, due to patient privacy the physician will not be providing any further information including tablet programming data.